Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site was swollen and fluids were coming out from the pocket.

Event description:
It was reported that the patients ipg site was swollen, and fluids were coming out from the pocket site. Additional information was received that the patients swelling and fluid buildup at the ipg site was resolved through the use of a binder.